Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the cutting wire did not release the bow after it was attempted to be unbowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the working length was twisted. There were no others defects noted. The device was tested inside and outside the doudenoscope and it bowed more than 90 degrees; moreover, the wire was fully extended (unbowed) and the device passed without resistance through the endoscope working channel. Based on the investigation results, it is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered, also the failure found is typically caused due to excessive manipulation of the product by the user or excess of force used during unpacking/prepping. Handling and manipulation of the device during unpacking or preparation could have contributed with damages found on the device. Based on the information available and the analysis performed, the most probable cause for the complaint is handling damage, probably the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the cutting wire did not release the bow after it was attempted to be unbowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.